Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation revealed that returned device was used to retain and insert bone screws into a bone model in conjunction with a screwdriver shaft. The device performed as intended and did not show any signs of defect. Based on the evaluation above the device is not damaged and performs as intended the complaint is therefore invalid.

Event description:
During screw insertion into the right l4 for an l3-l5 posterior lumbar fusion, the holding sleeve pulled off the head of the screw. Surgeon continued to use holding sleeve to complete procedure. There are 2 holding sleeves in the set. It is uncertain as to which holding sleeve was part of the complaint event. Both devices were returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the devices returned with the complaint show the threads are damaged. Portions of all the threads show damage, and have axial scratches on the shaft indicating use. The dimensions measured were found within print specification. The minor diameter appears damaged and it is not possible to obtain accurate measurement. This complaint is indeterminate from a manufacturing standpoint because the damaged portion is the device makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier¿s certifications indicate the correct hardness values were obtained.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4)